Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry.(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a procedure. According to the complainant, the black internal catheter broke inside the patient and was retrieved. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient reported to be over 18 years of age. Investigation found out that the guide catheter was separated from the pull wire and was kinked and bent in several locations. Pull wire was also bent is several location and pull wire cannula was jammed against the guide wire near the guidewire exit ramp. The guidewire could not be pulled out and appeared to be stuck inside. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreotography (ercp) in the common bile duct (cbd) performed on (B)(6) 2014. According to the complainant, the black internal catheter broke inside the patient and was retrieved with a snare. The procedure was completed with this stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be satisfactory.